Manufacturer narrative:
A ge service rep performed an onsite investigation. The frame grabber board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent power failure. This may result in an intermittent recoverable loss of functionality. This could result in procedural delays. There is no report of injury or death associated with this event. This is a reportable event.